Event description:
Clinician called to report that the screw fractured inside of implant and was removed. Implant is restorable. This is an inherited case. No impact to patient. Tooth location is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) certain gold-tite hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the screw item number along with the applicable instructions for use (IFU), and risk file. Based on the evaluation, devices malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specification and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of devices in patient with patient factors incompatible with long-term osseo-integration of implant (occlusal/off axis loading). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.